Event description:
Arthroscopic surgery [arthroscopic surgery]. Worked for about 10 days [device ineffective]. Pain returned [arthralgia]. Case description: spontaneous report was rec'd on (B)(6) 2011 from a consumer regarding a male consumer, initials unk. The pt's medical history was to provided. On an unk date in (B)(6) 2010, the pt initiated synvisc-one 6 ml which was administered into both knees. He stated that synvisc-one worked for about ten days, then the pain returned. He saw a surgeon in (B)(6) 2010 and on an unk date, had arthroscopic surgery on his right knee. X-rays taken showed that he needed total knee replacement surgery on his left knee which was scheduled for (B)(6) 2011. The action taken with synvisc-one was not provided. The pt's outcome was not provided. Concomitant medications were not provided. The qa (quality assurance) investigation results were rec'd on (B)(6) 2011. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by the report.

Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.